Event description:
A surgeon reported that occlusion occurred during the procedure. The issue was resolved by replacing the product. There was no report of harm to the patient. Additional information has been requested.

Manufacturer narrative:
At this time the recall number has not been issued. A supplemental MDR will be filed when the recall number is issued. A product sample was received and is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).